Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix was disengaged from the helical channel. Blood/body fluid noted on distal conductor (not obstructed). Inner tubing was kinked/buckled. Blood in/on helix/lobe mechanism and mechanism (sleeve head). There was also a tip seal issue. The device is part of the advisory for this model.